Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 89 mg/dl at the time of incident. The customer stated that the insulin pump screen is blank after inserting new battery. Customer also received watchdog timeout alarm. Customer was unable to clear the alarm. Customer was assisted with troubleshooting. The customer also reported that the insulin pump had frozen display and the screen still remained blank. Customer states the contacts on the battery cap are not missing or damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to interface board. No audio/beep anomaly noted. Unable to confirm watchdog time out alarm and frozen screen due to blank display.